Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with documented hypoglycemia to 54 mg/dl and hyperglycemia up to 348 mg/dl over two days while using an insulin infusion set after a recent teflon site change; the user acknowledged missed meal announcements, forgetting to eat, and using a meal announcement as a correction during a high, which could compound insulin delivery and contribute to excursions. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, and no immediate health effects. Investigation included user interview and follow-up outreach. Investigation of this case revealed use error related to carb entry and timing, with evidence of insulin delivery and no indication of infusion set failure. It was concluded that the event was due to user behavior impacting glycemic control, and device function was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.